Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 87 mg/dl and "lo" mg/dl. The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.